Event description:
During transporting to hospital. The ventilator started alarming and suddenly shut down. The ventilator failed to provide "low battery" or "empty battery" alarms prior to shut down. Patient was ventilated by ambu bag. The ventilator indicated "system error" and changed itself to stand-more after plugged into ac-power source.

Manufacturer narrative:
H3: the ventilator was received by newport medical instruments inc on 7/12/2005. It will be forwarded to manufacturer/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted.